Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint device, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 7212910) was placed in the target position via a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). When half of the stent was released, the stent was impeded in the tip of the microcatheter and could not be released. The physician removed the microcatheter and the stent from the patient¿s body and switched to new devices to complete the procedure. The patient was reported to be in stable condition at the time of the complaint initiation. There was no negative patient impact reported. On 08-jun-2023, additional information was received. The information indicated that the nothing unusual was noted about the system prior to use. A continuous flush had been maintained through the microcatheter. There were no visible kinks or other damages noted on the microcatheter. The information indicated that the physician removed the stent and the microcatheter from the patient¿s body, switched to a new stent, another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device of the same catalog number (enc452200), and the replacement stent went through the same microcatheter without issue. There was no allegation of any patient injury or adverse event. The reported event did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00351. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.